Event description:
It was reported that the handle does not work properly on the zimmer skingraft mesher. The skin graft balls up when passing under blades. The dermacarrier is pulled through crooked and jams the unit. Dermacarrier grooves too much play, skin graft gets caught in blades and curls over blade reel. Additional information received from the hospital on (B)(6) 2010: the graft was badly damaged and had to be cut to be retrieved. The part that had not gone through the blade reel had to be meshed by hand. Part of the graft was lost under the cutting blades as the dermacarrier was jammed in the unit and the unit could not be opened. No additional grafts were harvested.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The device is over two years old. The device could not be tested due to damage to the comb. The reported issue is due to user damage to the comb. A letter will be sent to customer on findings.